Event description:
The customer reported that a patient had undergone a renal rfa procedure without any complications. The patient, upon being discharged home, noticed some blisters on the top of her thigh. The nursing staff did not notice any blisters on her thigh upon removal of the grounding pad immediately after the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.